Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The device evaluation is not complete; it is ongoing at this time.

Event description:
The device distributor reported on behalf of home care user that the device was in use with patient for 2 weeks when a cuff leak was detected. User reported that in response to the leak, the cuff required re-inflation every 4 hours until physician could address the issue in patient's home. According to reporter, the patient required an emergency tracheostomy tube change. No permanent adverse effects reported.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection of the device revealed no abnormalities or defects. The examination showed a complete solvent seal between the tube and the cuff with no visible bubbles or lifted edges. When the cuff was inflated with air, the cuff was found to deflate slowly. Examination under magnification showed the leak site was a small break on the cuff. The physical characteristics of this break were determined consistent with breakage during use. The products are 100% tested for inflation during manufacturing: if the type break had been present during production, the cuff would have deflated during the inflation test and the device would have been rejected. User also reported that the device was successfully use for approximately 2 weeks before leakage occurred. While the root cause could not be definitely confirmed, no evidence was found to suggest that it was due to a manufacturing defect.